Event description:
It was reported that the pump was being replaced due to normal eri (elective replacement indicator). During the pump replacement, they were planning to advance the catheter tip from t6 to t2/3 to try to get the patient¿s right upper extremity a bit better because it was contracted. The patient¿s lower extremities were loose/relaxed. Upon examination of the catheter, they found it was fractured just above the anchor and the distal segment could not be located/retrieved from the intrathecal space. They placed a new catheter and restarted the patient¿s dose at 400 mcg/day per the pump managing physician. The patient was an in-patient in the neuro unit/rehab unit, so they would be monitoring him closely. The catheter fracture was a surprise to everyone because they thought the patient was doing well. The pump was delivering baclofen. It was later reported that the pump was delivering compounded baclofen/gablofen. The patient had no injury related to the event and recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no significant anomaly ¿ eri (elective replacement indicator) due to time progression. A partial proximal catheter was returned; it was not connected. Analysis of the catheter revealed that the catheter body was broken and there was a hole (or torn catheter) caused by the metal pin of the pump connector poking through.

Event description:
Additional information was received and it was reported that the pump was delivering gablofen. The new catheter was placed at t12. Following the pump and catheter replacement, the patient¿s dose was decreased by 60%. The patient was having improved spasticity/tone control in his rue (right upper extremity) on the lower dose. The patient outcome was reported as ¿non-serious injury/illness¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.